Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Other assays related to this event are reported in medwatch report with patient identifier: (B)(6).

Event description:
The user received a questionable total psa result for one patient sample from the cobas e411 rack analyzer (B)(4). The initial result was 0.036 ng/ml and the repeat result on (B)(6) 2011 was 5.27 ng/ml with a data flag. The initial result was reported outside the laboratory. The patient was not adversely affected as the result was questioned by the doctor since the patient's previous tpsa results were higher. Upon evaluation of the analyzer, the field service representative was unable to determine a cause. To verify operation, he ran analyzer checks which met specifications and the user ran quality control which was acceptable.